Manufacturer narrative:
H3: lease disregard previous h3 statement regarding device evaluation. Reported in error. H6: investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a micro-centrifuge vial. There was residue/debris on the product. Visual inspection found that the haptic was torn. There was residue on the lens surface. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.0/+2.0/095 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2021. The lens was removed intra-operatively. An alternate lens was implanted at a later date and the problem was resolved. No patient injury occurred and the cause of the event is reported as unknown.